Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation has confirmed the customer specified fault that there was a leaking at the plug body and the air/water channel was found to be leaking and no image was apparent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope had an e315 error and leaking at the plug body and no image was apparent. The issue was found during the reprocessing procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fluid invasion of the scope connector during user handling which then caused an abnormality of electrical parts and display of error message. User may be able to detect the suggested event by handling device in accordance with the following IFU item. Inspection of the endoscopic image. The user may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following instructions for use (IFU): "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.